Event description:
The customer reported that the system would turn off and on itself, and users were unable to silence the alarm. The customer reported that the unit was not in use on patient. The customer contacted product support and discussed troubleshooting the device turning itself on and off per table 6-4 page 116 of the service manual. Product support provided parts ID: pcba, user interface (ui) (2nd generation) (B)(4) $1441.37. Biomed is requesting a scheduling update. Customer is not reporting any nav-ring failures. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.